Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were unable to hear the sound. The customer was assisted with troubleshooting and the pump did not vibrate. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The audio tone or vibrate feature on the device functioned properly during testing.